Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had reached the elective replacement indicator (eri) prematurely. The current programmed settings were p1: 2.1 v, 60 hz, 360 ¿s, 1 contact +, 1 contact ¿ and p2: 3.1 v, 60 hz, 90 ¿s, 1 contact +, 1 contact -. Impedance testing was performed but the results were not provided. The ins was going to be replaced in (B)(6). The patient was still receiving effective therapy and there were no patient symptoms or complications associated with the event.

Event description:
Additional information was received which reported that the device was replaced and the patient was doing well.